Event description:
On (B)(6) 2014, a customer reported an unexpected negative antibody screen when using capture-r ready-screen (3) using a galileo echo instrument, which was actually performed on (B)(6) 2014.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test wells on 26sep2014. The immucor laboratory tested retention product on 06oct2014 and the product performed as expected. The immucor laboratory also tested a returned customer blood sample (the mother's pre-delivery blood sample: (B)(6)) on (B)(4) 2014. The post-delivery blood sample was depleted and therefore not available for testing. The immucor laboratory tested this pre-delivery blood sample by galileo echo antibody screen and duplicated the customer's unexpected negative result outcomes. However, this same blood sample was also tested by the immucor laboratory with selected e antigen positive reagent red blood cells by test tube methodology using peg, which yielded the customer's expected positive result outcomes (negative controls were satisfactory also).